Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the single occurrences of system faults 74, 195, 196, and 218 were due to a defective main circuit board (pcb). The main pcb was replaced to address this issue. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported by resmed (B)(4) that a series of system fault error messages were observed in the device log. There was no patient injury reported as a result of this incident.